Event description:
The customer obtained a non-reproducible higher than expected vitros bhcg result from a single patient sample when processed on the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The non-reproducible, higher than expected vitros bhcg result was reported outside of the laboratory. A corrected report was sent to the physician and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
Investigation into this event found that a non-reproducible, higher than expected vitros bhcg result occurred on a single patient sample processed on a vitros eci immunodiagnostic system. A definitive root cause could not be determined, however, the possibility of the effect of sample processing (centrifugation) or an analyzer malfunction could not be ruled out as potential causes of the event. The investigation could not determine if the customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed, as the information was not provided by the customer. In addition, system data log files that covered the timeframe of the event were collected, but not yet analyzed for analyzer conditions that may have contributed to the event. The investigation is ongoing.